Event description:
It was reported that the vns patient's device could not be interrogated by both the physician's and the therapeutic consultant's equipments. The wand was ruled out as the problem component by testing the battery. Further follow-up revealed that the patient was not feeling stimulation and was scheduled for a surgical consultation. The patient is also scheduled for a generator replacement. Good faith attempts to obtain results of the surgical consult and programming history of the patient's device are underway.